Event description:
A us distributor reported that a patient was experiencing adjust belt messages and was damaged.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damage belt and adjust belt messages) has been confirmed. Upon investigation the electrode belt did not pass an ECG fall-off test. The j704 connector on the distribution node pca was damaged. The root cause for the damaged component was excessive force. There was no adverse event that resulted from the damaged belt.